Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 34-year-old female patient who had essure inserted. As concurrent condition the report mentioned pelvic pain female. On an unknown date, the patient had essure inserted. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with gentamicin (gentamicin sulfate) and flagyl (metronidazole) as well as surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2024: at the time of exam under anesthesia, external female genitalia including urethral meatus, vaginal introitus and perineum were grossly unremarkable. Uterus was 9 week size, mobile. The cervix was palpably normal. [Ultrasound scan] (date unknown): essure in place, suspected to have migrated into the uterine wall from ultrasound imaging. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.